Event description:
The info received from the affiliate states that this male pt was presented to the interventional lab for a restenosis of a palmaz stent (catalog and lot no. Unk) that had been previously placed in the renal artery (side unk). The restenosis was greater than 50%. There was no info regarding the stent placement. The access site was unk. There was heavy vessel tortuosity and a 99% stenosis. The info states that during treatment of the restenosis, the tip of the shaft and the balloon (amiia, 423-6020w), became stuck in between the stent and vessel and the tip couldn't be retrieved out of the pt's body. Please note that this medwatch report is being submitted do to the restenosis of the palmaz stent.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.